Manufacturer narrative:
Result: power cord plug with loose power conducting blades.

Event description:
It was reported by service report that the bed had intermittent power due to the power cord plug having a loose power prong. No pt involvement or adverse consequences were reported.